Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 1360 mg/dl; cause was due to the pump "quitting". Customer stated cause of the hospitalization was also to experiencing a heart attack and kidney failure. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.